Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Customer blood glucose value was 145mg/dl at the time of the incident and current value was 189 mg/dl. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated they were able to clear the alarm however not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a jammed motor gearbox and corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.